Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue. Unit passed displacement test, active current measurement test and sleep current measurement test.

Event description:
The customer reported via phone call that insulin pump had power error. The blood glucose at the time of the incident was 234 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.